Event description:
Patient reported right side rupture. Health professional reported complications such as rethoracic abnormal movement and capsular contracture (baker grade unknown) deformation. The device has been explanted and replaced.

Manufacturer narrative:
H.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, device patch with lot number#: 2707871 and catalog number: 110-150g. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. Migration: unable to observe, since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported, "that ¿rupture for right side. Replace for only right side". ¿capsular contracture¿ and ¿deformation¿ and "rethoracic abnormal movement¿. The device has been explanted.

Event description:
Patient reported right side rupture. Health professional reported complications such as rethoracic abnormal movement and capsular contracture (baker grade unknown) deformation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as fold flaw opening and missing side assessed as inconclusive. Migration: unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: no penetrating nick.